Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for a week leading up to the call. Customer reported that there was an open circle on the display and she did not think that the insulin pump was delivering insulin properly. The customer reported receiving a no delivery alarm earlier on the day of the call. The customer later confirmed that the insulin pump's settings had recently been adjusted by her doctor and this is why her basal was not being delivered properly. Blood glucose level at the time of the incident was 596 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.